Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? There were no consequences or subsequent adverse events for the patient after discharge outside the hospital.

Event description:
It was reported that during a bariatric gastric bypass procedure with a powered echelon flex stapler, the doctor felt that the cartridge, at the time of stapling, was swept presenting a line that was not uniform and that presented loose staples. It did not present adequate hemostasis and bled in the staple line, causing the doctor to urgently suture. The doctor says that lately, they have had to remove the stapler and that these situations are very frequent. There were no patient consequences.